Event description:
Vha issued a patient safety alert al24-01 regarding the undetected fluid ingress and egress from inpatient and outpatient mattresses can lead to hospital-associated infections, patient tissue degradation, and/or patient death. As part of the patient safety alert, the (B)(6) was performing a 25% audit of the beds to assess for undetected fluid penetration. A biomed staff member identified a fluid stained mattress after unzipping the mattress for assessment. There was no visible tears or markings to the mattress cover in that location that could have attributed to that fluid staining. The stretcher was immediately taken out of service.